Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2020. It was reported that during the surgery the patient underwent surgery and a mesh was implanted to repair the recurrent hernia. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.